Event description:
The customer alleged that the ventilator became inoperative while in pt use. No pt harm. Npb attempted to contact customer multiple times. Ventilator was not evaluated by npb. Therefore, root cause could not be determined.